Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Reported information indicated that the patient was experiencing sustained psychosis, delusions, and hallucinations. It was reported that he tried to attack someone. As of the date of this report, the patient was hospitalized, was within a psych unit, and was without injury. The medication used within the system was gablofen 2000mgc/ml at 106.3 mcg/day. Additional information was requested but not available at the time of this submission.

Event description:
Additional information: the event was caused by the development of a psychosis. The patient experienced paranoid ideation and hallucinations. The patient was hospitalized and receiving ongoing treatment for psychosis. The patient was initially receiving baclofen from the pump, but the medication was switched to gablofen while the event was ongoing.